Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that patient presented for lead revision procedure. Upon review, the patient's right ventricular(rv) had exhibited electrical abnormalities which lead to a chest x-ray that confirmed lead dislodgement. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.